Event description:
Staff alleged that the bed when plugged in runs into the chair position. No incident was reported as a result of this issue. Tech - replaced the left & right caregiver boards & cables to fix the problem. Bed passed the function test.